Event description:
On 11th june 2024, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector plunger was unable to push the iol through the cartridge, the lens failed to advance. The lens was removed from the injector and inserted into the eye using another injection system. The lens was severely damaged and immediately explanted.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the injector plunger was unable to push the iol through the cartridge, the lens failed to advance. The lens was removed from the injector and inserted into the eye using another injection system. The lens was severely damaged and immediately explanted. The lens was explanted and exchanged within the original surgery session without any injury/impact to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The action of removing the lens from the injector and inserting it into another injector is unvalidated and is a direct deviation from the IFU. Within the IFU "warnings" section it says, "do not attempt to disassemble, modify or alter this device or any of its components, as this can significantly affect the function and/or structural integrity of the design". Our review of production records for the rayone aspheric rao600c batch 073220045 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 073220045. The event is attributable to user error/off-label use.